Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the system was not booting. Replacement computer ordered. Replaced system computer, transferred information to new computer. Tested system and it passed all checks. System ready for use. Computer was sent back to manufacturer for evaluation,and confirmed reported problem- boot up stuck in "system booting, please wait". Not able to connect to remote desktop. No other issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site biomed representative, reported the imaging system will not boot; 'system booting please wait' message remains displayed on the pendant. Field service engineer (fse) dispatched to site. There was no patient present when this issue was identified.